Event description:
It was reported the main pcb was faulty. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate the main pcb was faulty. The customer was provided with a quote for a replacement main pcb. Based on the information available the cause of the reported problem was a faulty pcb. The reported problem was confirmed. The device remains at the customer site and no further evaluation is warranted at this time it has been concluded that no further action is required at this time.